Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is considered operational context, due to the likelihood that the reported damage is attributable to procedural factors and/or interaction with patient anatomy or other devices.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occured. The details of the lesion are unknown. The 3.75x15mm quantum maverick monorail balloon catheter ruptured at nominal pressure. The balloon was removed intact. The procedure was completed with another of the same device. The patient status is good with no complications reported. No other additional information is available.